Event description:
It was reported that the patient experienced ineffective therapy due to one of the leads had fractured. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue, reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the 2 leads fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000114412.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.